Event description:
It was reported that upon insertion of a screw, the ring roatated. The screw captured below the ring and locked with the ring out of position. Plate remains implanted. Patient outcome: no adverse effect reported as a result of this event.